Event description:
It was reported that the shaft break occurred. The patient presented with in-stent restenosis. The target lesion was located in a mildly tortuous vessel. A 2.25 x 20 mm agent drug-coated balloon (dcb) was selected for procedure. While advancing the agent balloon, the midsection of the hypotube snapped into two separate pieces. The procedure was successfully completed with another device. There was no patient complications reported.